Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method. The following instructions detail the deployment sequence to close the access site of a catheterization procedure performed through a 5f to 8f sheath size. Place a 0.038 inches (or smaller) guidewire through the procedural (or introducer) sheath. Remove the procedural sheath while applying pressure on the groin to maintain hemostasis. Backload the device over the guidewire until the guidewire exit port of the device sheath is just above the skin line. Concomitant products: sheath: cordis 6f. Guiding catheter: pigtail. Heparin. It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, the sutures of two proglide devices were placed in a mildly calcified right common femoral artery using the perclose technique. The arteriotomy was a 6fr. Reportedly, a pigtail catheter was placed in a cross over to the right common femoral artery to indicate the middle of the right common femoral artery to do the right puncture. A dual perclose procedure with the proglide device was performed without a problem. When attempting to remove the pigtail, it could not be removed. Surgery was required on the right common femoral artery to remove the pigtail and close the artery. It was found that the perclose proglide devices trapped the pigtail. It was stated that pigtail was not removed prior to performing the perclose procedure. The tavi procedure was not completed. The physician is reported to be trained in the use of the proglide device and in-training for the perclose technique. There was a reported clinically significant delay in the entire procedure. No additional information was provided.